Event description:
The patient underwent full revision surgery. The explanted products were discarded and were unavailable for analysis. No additional relevant information has been provided to date.

Event description:
It was reported that a patient was being referred for revision surgery due to high impedance. Diagnostics run during a recent clinic visit were not within the normal limits. X-rays were performed, and no lead fractures were observed by the physician. The patient had suffered multiple falls over the previous month due to seizures. No additional relevant information has been provided to date. No surgical intervention has taken place to date.